Manufacturer narrative:
Investigation description: the complaint issue was duplicated after multiple attempts to complete dry leadscrew runs; alert 41 annunciated. Engineering logs were downloaded and upon review the alert was confirmed. For further investigation, the device was opened and a broken leadscrew was found. The cause for the alert 41 was determined to be the broken leadscrew.

Event description:
It was reported that an ilet user received an ¿unable to proceed¿ alert during a supply change, with a concurrent alert 41 indicating an insulin absolute range error; the user attempted a restart and rewind, but the alert persisted, and a replacement device was arranged. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention or hospitalization, and the user transitioned to an alternative insulin therapy until the replacement arrived. Investigation included technical support review and guided troubleshooting steps. Investigation of this case revealed that the device continued to generate the same alert after restart and rewind attempts, indicating a device malfunction. It was concluded that the device exhibited a malfunction related to insulin delivery control, and a replacement device was issued while the original is pending return for evaluation.